Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the received information, it appears there is a problem with the active electrode possibly induced by minute mobility. However, to confirm a root cause, a device investigation is necessary. There is no scheduled date for surgery. The complaint will be further investigated as and when the patient undergoes surgery. This is a combined initial and final report.

Event description:
In situ testing results have shown fluctuating impedance values resulting in 4 switched off channels. The patient is (B)(6) and the implanted ear has not received stimulation for the past 70 years. The patient only perceived environmental sound awareness with the device. The patient reports sound is loud enough but its quality is unclear and that has opted to stop wearing the external device as he feels this does not benefit him and interferes with the contra-lateral hearing aid. A CT scan was performed and did not show any anomalies.